Manufacturer narrative:
The customer reported that the central nurse's station (cns) went into comm loss on all the devices it was monitoring. No consequence or impact to the patients was reported. The customer indicated that they will not be providing any additional information regarding the event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as the hospital will not be providing any additional information regarding the event: serial number, concomitant medical products, approximate age of device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss with all the devices it was monitoring. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer submitted the log entry from the facility stating "comm loss 20:08 for a few seconds". Customer stated they could not provide any information regarding the entry note. Investigation conclusion: due to the lack of information available. An investigation into the reported issue is not possible at this time. No risk assessment could be performed. The following fields contain no information (ni), as the hospital will not be providing any additional information regarding the event: d4: serial number. D11 & c2: concomitant medical products. F9: approximate age of device. No serial number was provided, so the age of the device is unknown. H4: device manufacturer date. Additional information: b4. Date of this report. F6. Date user facility/ importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) went into comm loss with all the devices it was monitoring. No consequence or impact to the patients were reported.